Event description:
While doing a posterior anterior chest film, a pt somehow caught her thumb in the bucky mechanism on the chest unit. Apparently the pt needed to wrap her arms around the unit to support herself. As the cassette automatically ejected. Pt's thumb was caught by the cassette. Pt required sutures in the emergency room by the physician on duty.